Event description:
It was reported that during an in-stent restenosis treatment procedure, cutting balloon removal difficulties occurred. Vascular access was obtained through the right femoral artery. The 3.5 x 8mm, (B)(4) in stent restenosed, eccentric lesion was located in the moderately calcified proximal left anterior descending (lad). The physician advanced a non-bsc guide catheter and guidewire to the lesion. A 3.5 x6 mm flextome monorail cutting balloon was then advanced and could not pass through the lesion. The physician then used a 3.5 x8mm quantum balloon catheter and predilated the lesion. The 3.5 x6 mm flextome monorail cutting balloon was then advanced again and was able to cross the lesion with very little force. The flextome was then inflated to 10 atm and deflated. Upon removal resistance was felt. It appeared the cutting balloon was caught on the struts of the previously implanted stent. The physician was able to push the cutting balloon forward and inflated again to 10 atm and deflated. This was tried several times and was still unable to remove the device. The procedure was not completed, the patient was sent to surgery. No additional complications were reported and the patient¿s status was reported as okay.

Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).